Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 200 mg/dl.